Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture were used. The patient underwent the surgery because of "1. Fetal distress 2. Premature rupture of membranes 3. Pregnancy 1, 0, 39+4 weeks of gestation, head position labor" . After the surgery , the doctor sutured the patient with suture. On the 11th day after the surgery , it was found that the suture was poorly absorbed. The doctor immediately removed the suture and improved after dressing change. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). Component code: (B)(4) - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? * was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. * there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. * was dehiscence noted. * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information --contacted with the sales rep today via phone,please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.